Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal was found detached during testing. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Complaint was confirmed, found that the downstream occlusion seal was delaminated. Replaced the downstream occlusion seal. Visual and functional testing was performed. Upon further investigation, found that the upstream occlusion seal was buckle. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.